Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 22-sep-2025, the user's caregiver reported intermittent "alert 42" messages on the ilet system following a sensor change. After multiple restarts, the agent guided the caregiver through another restart, during which the alert did not reappear. A dry run supply change was performed successfully, followed by a full supply change to resume insulin delivery. The highest blood glucose (bg) recorded was 352 mg/dl. Bg was corrected through resumption of insulin delivery. No symptoms were reported during the event, and no medical intervention was required at the time of call.